Manufacturer narrative:
The device history record confirms that the device met all material, assembly and performance specifications. Visual inspection was performed on the returned sample and it was observed the catheter was stuck in the non-stryker device and was stretched. When it was removed, it was broken. Dimensional inspection not required as the defect was visually confirmed. Functional could not be performed based on damage to product. The device was stated to be in good condition and was prepared according to the dfu specifications. The reported issue is covered in the device directions for use. The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed. It is probable that the device was damaged during the clinical procedure due to some procedural/anatomical factors encountered causing the as reported event, therefore assignable cause of procedural factors will be assigned to reported issue. The as reported catheter shaft break during use can be confirmed. The as reported/ as analyzed catheter shaft break during use as well as the as analyzed catheter shaft stretched will be assigned procedural factors as these defects appear to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use.

Event description:
It was reported that after the first pass with catheter while attempting to disconnect the tubing from catheter the catheter broke at the hub. The procedure was completed successfully. The patients medical condition was good. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Product not yet received.

Event description:
It was reported that after the first pass with catheter while attempting to disconnect the tubing from catheter the catheter broke at the hub. The procedure was completed successfully. The patients medical condition was good. No clinical consequences were reported to the patient due to this event.